Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed, a 27mm watchman flx pro closure device and a watchman trusteer access system (was) were selected to be used. During the procedure transeptal access was obtained for closure device implant and it appeared to be a safe mid-mid transeptal puncture using versacross connect. The wire went into the left superior pulmonary vein (lspv) and the was sheath was advanced with no issues. Angiography of the appendage was performed, and the closure device was selected. When the closure device was being deployed, anesthesia transesophageal echocardiography (tee) imager was unable to adequately view the appendage, so the implanter deployed using fluoroscopy. The closure device looked appropriately placed on fluoroscopy, however it was constrained. The boston scientific (bsc) representative asked for effusion sweep and no effusion was present. Tee windows were improved and the closure device was then deployed successfully meeting position, anchor, seal and size (pass) criteria. Another effusion sweep was performed after the procedure and no effusion was present; the patient vitals were stable. After completing the next procedure, the patient was brought back into the room and bsc representative was called to room after being told the patient was in tamponade. The patient blood pressure was in 70s systolically. Percutaneous pericardiocentesis was performed and around 600ml of blood was removed and readministered to the patient. The patient was responsive and off blood pressure-supporting medications. The patient was sent to intensive care unit (ICU) with accordion drain in place for overnight observation. The physician reports the patient recovered with no further issues, the patient was discharged home on (B)(6) 2026 and is expected fully to recover.